Event description:
Dr was doing a laparoscopic pancreatectomy -poss open- and while stapling misfired, because of the bleeding this caused, we had to open. No injury took place but had to open and cause a bigger incision. Endo gia universal stapler-cat # egiaunivxl no lot# or expiration date, reload- endo gia universal roticulator 60-3.5, lot # n6k211m, expiration 2011-10, cat # 030458, reload - endo gia universal roticulator 45-2.5, lot # n6h110m, expiration 2011-8, cat # 030454.